Event description:
The customer reported remote alarm connector was broken. The customer reported the ventilator was in use on a patient and there was no patient harm. The manufacturers field service engineer verified the reported problem. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. During ventilator use, failure of the nurse call alarm due to physical damage may result in no signal to the remote alarm station when the ventilator alarms. The service engineer replaced the main pcb board to address the reported problem. Applicable final testing was completed and passed to specifications.